Event description:
It was reported the patient had an infection. In (B)(6) 2011 the patient had a cyst just below the pain pump on patient¿s left side. The patient stated they removed that and placed patient¿s pump on the right side of patient¿s body, ¿took the pump out of my left side and moved it to the right¿. Per the patient they spent a month with IV therapy, where they put the midline by your heart and provided medicine twice a day. The patient stated that this was done by a doctor in (B)(6). Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n165074015, implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: catheter. (B)(4).